Manufacturer narrative:
The lot number for the prolieve thermodilatation temperature monitor is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
A prolieve thermodilatation temperature monitor was used during a transurethral microwave thermotherapy (tumt) procedure in 2008. According to the complainant, approximately mid-way through the procedure, it appeared the prolieve monitor stopped reading the temperature(s). The physician successfully completed the procedure with another prolieve thermodilatation temperature monitor. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".